Manufacturer narrative:
Product evaluation: the product was returned with solution and optic damage. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge with an unspecified handpiece. Associated product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the complaint of 'dysphotopsia causing blurry vision and glare'. The lens optic surfaces were damaged on the anterior and posterior. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. A completed questionnaire was received on (B)(6) 2016. (B)(4).

Event description:
A clinical manager reported following an intraocular lens (iol) implant procedure, the lens was exchanged due to dysphotopsia causing blurry vision and glare.